Event description:
It was reported that the device is showing a dark image and you can't see through. No patient injury or complications were reported.

Manufacturer narrative:
Reassessment of information received has led to the determination that this is not a reportable event. Please disregard the initial report.